Manufacturer narrative:
Concomitant medical products: 5086mri45 lead, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device could not be interrogated. It was noted that the device had not been checked in almost six years. A few days later, the device was explanted and replaced. No patient complications have been reported as a result of this event.